Event description:
Revision of scorpio to depuy tc3. Scorpio device implanted 8 years age. Screws in tibial base plate. Bone deficits noted in femur and tibial bone. Wear noted on lateral side of insert.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.